Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. The lead was returned with blood on the helix and within the sleevehead. (B)(4).

Event description:
It was reported that during the implant procedure, there was undersensing of r wave on multiple locations. The right ventricular (rv) lead was attempted and not used. A different lead was used and again there was undersensing of r waves. The second lead was also attempted and not used. A different model lead was used. No patient complications have been reported as a result of this event.